Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 2 years and 5 months dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presented bone type IV, immediate implant procedure was performed and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 2 years and 5 months dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type IV, immediate implant procedure was performed and bone graft was executed.